Event description:
When the device was used during a video-assisted thoracic surgery, there were no staples after firing the stapler. The surgeon opened a new one to complete the surgery. There was no pt consequence reported.